Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. Device test failed not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below pertaining to primary svn 000317920039 and event date 12-jul-2024. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 12-jul-2024 due to no data available in the pump history file. Please see usertimedatechange below. 07/11/2024 21:47:17.000 usertimedatechange (3) eventtype = 3 sourceid = 0 historyrecordlength = 19 systemtime = 07/11/2024 21:47:17.000 newsystemtime: 07/14/2024 21:46:17.000 please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 12-jul-2024 in the pump history file. 07/06/2024 01:02:26.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 07/06/2024 01:32:27.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 07/06/2024 02:02:28.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 07/10/2024 09:52:57.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 07/10/2024 10:27:58.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 07/10/2024 11:02:58.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 07/10/2024 22:23:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 07/10/2024 22:41:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) 07/11/2024 12:12:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) 07/11/2024 21:43:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73) 07/11/2024 21:46:07.000 batteryremoved (55) 07/11/2024 21:46:07.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 07/11/2024 21:46:21.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) 07/11/2024 21:46:34.000 alarmalertnotification (40) faultnumber: battoutlimit (6) 07/11/2024 21:46:42.000 alarmalertnotification (40) faultnumber: battoutlimit (6) the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. The replace battery alert/change battery fault (73) was expected (triggered 9.5 hours after the low battery alert). Pump error 23 and battery out limit alarm were expected due to the battery removed and the pump's time reset. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Sensorerroralert (801) - not confirmed. Lostsensor1alert (780) - not confirmed. Lowbatteryalert (104) - not confirmed. Changebatteryfault (73) - not confirmed. Pump error 23 - not confirmed. Battoutlimit (6) - not confirmed. Please see below pertaining to svn 000317806725 and event date 10-jul-2024. Please see below for the first 10 boluses listed on the event date 10-jul-2024 in the pump history file. 07/10/2024 00:02:55.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) 07/10/2024 00:07:57.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 07/10/2024 00:13:00.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 07/10/2024 00:17:57.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 07/10/2024 00:27:57.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) 07/10/2024 00:42:57.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) 07/10/2024 00:48:00.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 07/10/2024 00:53:00.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 07/10/2024 00:57:57.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) 07/10/2024 01:02:57.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) please see below for the daily total of all insulin delivered on the event date 10-jul-2024 in the pump history file. 07/11/2024 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: 07/10/2024 00:00:00.000 dailytotalofallinsulindelivered: 149250 (14.925 u) dailytotalofbasalinsulindelivered: 118750 (11.875 u) dailytotalofbolusinsulindelivered: 30500 (3.05 u) there were no autosuspend alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 10-jul-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 10-jul-2024 in the pump history file. 07/04/2024 18:08:19.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 07/06/2024 01:02:26.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 07/06/2024 01:32:27.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 07/06/2024 02:02:28.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 07/10/2024 09:52:57.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 07/10/2024 10:27:58.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 07/10/2024 11:02:58.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 07/10/2024 22:23:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 07/10/2024 22:41:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Sensorerroralert (801) - not confirmed. Lostsensor1alert (780) - not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Device test failed not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device test failed. The customer reported blood glucose value of 23 mmol/l. The customer reported hyperglycemia, hyperglycemia treated with discontinue use of insulin delivery system, hospitalization: overnight stay. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer reported hp test was failed. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.